Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm bioprosthetic mitral heart valve (implanted in the tricuspid position) was explanted after three (3) years, six (6) months due to unknown reasons. A 27mm pericardial bioprosthesis was used in replacement and no additional details were provided.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: there may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results in removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this device was explanted due to severe tricuspid insufficiency and moderate stenosis, secondary to recurrent endocarditis. Per obtained information, the patient was found to have vegetation on the tricuspid valve. There were no intraoperative complications and the patient was transported to the cticu in stable condition.